Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms and it would not beep for alarms. Customer was able to clear the alarm and able to complete rewind. The error recurred immediately after battery change. The insulin pump had shut down. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. No pump error 23 or blank display anomalies noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 was confirmed in the device history due to broken pin 6 trace on keypad assembly.